Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the cadiere forceps was found to have a broken tip. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of "tips broke off" to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.210" x 0.586" was found to be broken off the yaw pulley. The broken piece was not returned.